Event description:
Covidien received information from a customer stating that an 840 ventilator gave a low oxygen percentage alarm while in use on a patient. The reading was reported as approximately 50-60% oxygen while the actual oxygen was set at 100%. The patient was manually ventilated and transferred to another ventilator. There was no harm to the patient as a result of the incident.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer. The action recommended by the tse corresponds with accepted service practices for the failure generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. The customer reported to have replaced the o2 sensor which resolved the reported issue. Covidien was not authorized to service the device. (B)(4).